Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. Though the cause of peritonitis cannot be determined, there was no report of a malfunction or deficiency of the liberty select cycler, liberty select set or any fresenius product(s) or device(s) that would have directly attributed to this event of peritonitis. The increased wbc count coupled with the patient¿s symptoms indicates an infection is present, but with no reported microorganism from the culture, the possible mode(s) of transmission cannot be determined at this time. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow up with the pd registered nurse, it was reported this patient presented to the outpatient clinic with complaints of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented no growth and a white blood cell (wbc) count showed an elevated wbc count (exact count unavailable), indicating a peritoneal infection. The patient was diagnosed with peritonitis due to an unknown source as the culture presented no growth and adherence to aseptic technique at home was unknown. It was reported only one culture is taken in this outpatient clinic regardless of result and the patient is treated per the wbc count. The patient did not require hospitalization and prescribed intraperitoneal (ip) vancomycin at 1000mg every 5 days for two weeks and ip ceftazidime at 1000mg every day for two weeks. The patient is recovering from this adverse event and continues ccpd therapy on the same liberty select cycler at home with no further reported adverse clinical events.